Event description:
New information received noted that the right ventricular (rv) lead was capped and replaced on (B)(6) 2023. The patient status throughout the procedure was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. No programming changes were made. No patient consequences reported.